Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, fold creases, curved opening. A leak test was performed and was found one opening. A microscopic analysis identified: a curved sharp opening on anterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Besides, observed air pocket within the valve/disk-to-shell bond area(1cm code vv), it is out of specification per qa 199.06 and it is assessed as workmanship. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening. Further investigation results: according to the information gathered during the investigation, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. During the device analysis it was observed void (1cm) on valve side out specification per qa199.06. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.